Event description:
Customer stated that when she inserts the test strip into the meter, the meter will read "f15". The customer stated that some of the 5 is missing. A review of the system was conducted over the phone. This review indicated that segments were missing from the display. The customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.